Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 400cc gel breast prosthesis that ruptured after implantation. Leaking was observed in the left breast prosthesis. In addition, the patient developed capsular contracture (baker grade unknown) in her left breast. As a result, the patient underwent explantation and replacement with a mentor gel breast prosthesis on (B)(6) 2019. The explanted device was discarded after surgery. It was also noted after explantation that there was an area of calcification observed in the capsule.